Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem resetting) was confirmed. Upon investigation the charger was resetting and was unable to charge a battery pack. The charger exhibited a failure at pld component (B)(4) and pxa component (B)(4) on the c/a board, causing the resets. Additionally, contamination was discovered on the battery board pca causing the charger to be unable to charge a battery. The root cause for the (B)(4) and (B)(4) failure could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was resetting.